Manufacturer narrative:
H10: one (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. An unspecified quantity of devices was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd sets had the patient line caps that were ¿super loose¿. This was observed before use of the devices for peritoneal dialysis therapy. The patient was not connected at the time of the event. It was further reported that when the patient would "hold the line upside down the caps fall off". Renal therapy services (rts) advised the patient to contact their nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.